Manufacturer narrative:
B3: event date - this event occurred on an unspecified date in march 2026. E1: initial reporter postal code ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors under infused during infusion. The expected therapy time was 24 hours; however, it was observed that approximately 50%-75% of the medication remained within the device and had not fully infused. The devices were filled with piperacillin / tazobactam 18000mg citrate buffer for pip/taz 26.4ml in sodium chloride 0.9% 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3, d9, d10, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 21 july and 22 july 2025. H11: one (01) actual device was received for evaluation with 124ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.